Manufacturer narrative:
This is 2 of 2 report. The device is not available to the manufacturer.

Event description:
It was reported that a stent implantation procedure was performed at right internal carotid artery ica c4 in a patient on (B)(6) 2022. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. It was reported that the subject catheter used during stent delivery may be involved in the dissection. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). Recovery of the patient from dissection was confirmed on (B)(6) 2022.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that a stent implantation procedure was performed at right internal carotid artery ica c4 in a patient on (B)(6) 2022. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. It was reported that the subject catheter used during stent delivery may be involved in the dissection. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). Recovery of the patient from dissection was confirmed on (B)(6) 2022.